Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated and the subject device functioned without any problem, also there was no abnormality on the exterior. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but there was the possibility that this phenomenon was attributed to the breakage of the endoscope, the contact failure of the electrical contacts of the video connector of the endoscope due to the adhesion of the dirt, or the temporary malfunction of the scope detection function. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device, found that the reported phenomenon could not duplicated ,and the subject device functioned without any problem. Also, there was no abnormality on the exterior. The investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the unspecified therapeutic procedure with the subject device at the user facility, the scope communication error message (e226) was displayed twice on the monitor. When the user replaced the subject device to a similar device, and reconnected the ltf-s190-10 used in combination to it, the error message was disappeared and the user then complete the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.